Event description:
A renegade microcatheter was used for therapeutic purposes. During the procedure, there was difficulty advancing 3 mm coil through the hub. As a result, the hub came off. The procedure was completed without complications or intervention.